Manufacturer narrative:
(B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the initial concern is resolved - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for pen needles. Customer states that the pen needles were not aspirating when she attempted to use them. The customer did not report symptoms neither medical attention was not reported. The product storage location is undisclosed. The pen needle lot manufacturer's expiration date is 06/12/2023.